Event description:
It was reported that the patient presented during implant procedure. During the defibrillation threshold test, it was noted that the implantable cardioverter defibrillator failed to provide high voltage output. The reported device was not implanted and the procedure was completed with an alternative device on 25 jul 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of high voltage output could not confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies.